Event description:
During procedure three angio balloons popped inside the stent in patient. Two boston scientific sterling over the wire 5.0mmx220mmx150mm and one cagent serranator 5.0mmx120mmx150cm.